Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of "flow rate does not pass (deliver at a higher rate or volume than programmed)" was unable to be reproduced. The device was tested for flow testing and it passed with an error percentage of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump flow rate does not pass (deliver at a higher rate or volume than programmed) occurred upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log did not show any information for the reported event date. The day after shows the pump underwent several power and tubing status changes, with multiple off/on cycles and transitions between battery and ac power. Infusions were started, interrupted by occlusion and air-in-line alarms, then resumed and reprogrammed. Two infusions were completed before the pump was stopped and unloaded. The history log shows no abnormalities that might have caused the reported issue. Should additional relevant information become available, a supplemental report will be submitted.